Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced high purge pressure and a blocked purge system. No patient harm was reported.

Manufacturer narrative:
D4. Catalog, serial and primary UDI number corrected.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the high purge pressure could not be determined as returned data logs are not conclusive to determine if biomaterial or kink caused high purge pressure and no product was returned to investigate.

Event description:
An impella 5.5 device was inserted surgically into the left aorta in a 47-year-old male patient with a past medical history of coronary artery disease (cad) and dialysis, presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in scai stage e shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass graft (CABG) and mitral valve repair/replacement. The impella was inserted as an escalation of therapy from an impella cp. While the patient was in the intensive care unit (ICU), there was a purge system blocked/high purge pressure alarm. One day after impella 5.5 insertion, the family withdrew care and the patient expired on support. The impella functioned at p-4 at 1.1l/min as intended. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in post-cardiotomy cardiogenic shock and low cardiac output syndrome, complicated by stage e shock.

Manufacturer narrative:
B1, b2, b5, h1, and h6 revised to reflect the additional information received from the clinical site and patient outcome of death.